Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Lot number not provided, UDI not provided, re-processing information not provided, since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, this second case the surgeon performed was on a (B)(6) healthy patient who had an extended sigmoid loop. No comorbidities and was in good health. Did a baker technique in the reconnecting the anterior sigmoid, saw no leaks with the scope and also no bubbles. After 2 days, the patient got a high temperature for 4 hours but really did not get sick. 3 days later, the surgeon got her back into the operating room, did a low midline incision and noticed that the anterior part of the anastomosis was pulled apart where the staples were not completely formed. Fortunately, the small bowel had sealed the leak. Currently, the patient is doing fine. There was patient injury. Patient had extended stay in the hospital and had to be operated on for a second time. Post-op diagnosis: doing fine after second operation. There was unanticipated extension of incision by more than one inch due to the low midline incision. There was delay over 30 minutes because the patient had to go back to operating room for a re-op. Reason product not returned: thrown away after case. Other manufacturer product used. *** additional information received 1/5/2017*** what is the product ID and lot number for the handle used with this reload? Product code was eea2835 unknown lot number. Could you please provide the UDI# for the handle used in the procedure? Unknown, product was thrown away. What is the product ID and lot number for the anvil used with this stapler? Unknown, product was thrown away. Could you please provide the UDI# (see attached, red box) for the anvil used in the procedure? Unknown, product was thrown away. Was any reinforcement material used in conjunction with the stapling device? No.